Manufacturer narrative:
Evaluation summary attached = leaflets of the valve were received stiff compare to a new valve; snapping sound can be heard when leaflet was pushed open and snaps close. Leaflets were translucent with the appearance of dried tissue. Leaflets appeared to have shrunken and thus a gap was visible at the coaptation region of the leaflets. No visible inconsistencies were noted in the x-ray. Minimal host tissue overgrowth was observed on the stent on the inflow and outflow aspects. Not able to evaluate customer report due to returned valve condition. X-ray unable to evaluate, device dried out, not properly stored by user

Manufacturer narrative:
Device not returned.

Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly, the device was explanted after an implant duration of less than 1 month due to unexpected aortic regurgitation. Patient is reported as doing well. Information received from surgeon suggests the device will be returned; unfortunately, the valve is also reported as having dried out. Subsequent information describes this event as "inexplicable aorta insufficiency."